Event description:
It was reported that a motor stall occurred with no recovery and was confirmed by event logs. The motor stall was caused by the patient having an MRI or other medical procedure. The reporter indicated that the alarm interval was every 10 minutes. No alarms were heard; however, active alarms were showing on the programmer. The reporter was to update and re-interrogate the pump in attempts to achieve pump recovery. The device system was used to deliver gablofen (baclofen). No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).